Manufacturer narrative:
Details of complaint: the nurse reported that the g9 monitor was not giving audible or visual alarms for spo2. The event list indicated multiple alarms for spo2 during that same time span. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The device event logs were sent in for analysis. The analysis of the event logs show that the device did alarm for spo2 during the time frame the customer reported the issue. A complaint history review of the customer's account reveals previous related complaints for missed spo2 alarms in which the cause was related to the spo2 alarm delay setting. As the event list confirms that the device did alarm and that the customer has had a history of reporting missed alarms due their alarm delay setting, the cause is likely associated with user education or incorrect settings. A serial number review of the reported device does not reveal additional related complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a4 - a6 b6 b7 d10 attempt # 1: 09/21/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/28/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 10/04/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: central nurse's station (cns): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The nurse reported that the g9 monitor was not giving audible or visual alarms for spo2. The event list indicated multiple alarms for spo2 during that same time span. No patient harm was reported.

Event description:
The nurse reported that the g9 monitor was not giving audible or visual alarms for spo2. The event list indicated multiple alarms for spo2 during that same time span.

Manufacturer narrative:
The nurse reported that the g9 monitor was not giving audible or visual alarms for spo2. The event list indicated multiple alarms for spo2 during that same time span. Log files from both the g9 monitor and central nurse's station (cns) were sent to nk and are currently awaiting review. No patient harm was reported for this event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the g9 monitor: central nurse's station (cns): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The nurse reported that the g9 monitor was not giving audible or visual alarms for spo2. The event list indicated multiple alarms for spo2 during that same time span. No patient harm was reported.